Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. Access was obtained via the femoral artery. The greater than 75% stenosed de novo lesion was located in a proximal to mid left anterior descending artery. The lesion was predilated and two stent were placed. After placement of the two stents, a more distal lesion was noted. A 2.25x12mm taxus liberte' atom drug eluting stent was advanced to the lesion but could not pass the most proximal stent. A buddy wire was added, but the stent still could not cross the lesion. Resistance was felt and the physician used force and twisted the device in an attempt to get the stent to cross the lesion. The hypotube of the device kinked and it was removed from the patient. The physician attempted to straighten the device and it was reinserted into the patient. The device fractured at the location of the kink, slightly inside of the patient. The device was removed and the procedure was completed with another stent. No patient injuries or complications occurred. Patient status is listed as "okay."

Manufacturer narrative:
Age at time of event - 18 years or older. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - returned product consisted of a taxus liberte (mr) stent delivery system (sds) in two pieces. Contrast and blood were visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. It was determined that the hypotube was broken 24.5cm. Distally from the strain relief. Microscopic examination of the material surrounding the hypotube break did not reveal any inherent deficiencies that would have contributed to the incident. The returned catheter was visually and tactically examined along the entire length of shaft and no other damage was seen other than the broken hypotube. The distal end of the sds was inspected under magnification and found tip damage but no damage was found on the stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. Access was obtained via the femoral artery. The greater than 75% stenosed de novo lesion was located in a proximal to mid left anterior descending artery. The lesion was predilated and two stent were placed. After placement of the two stents, a more distal lesion was noted. A 2.25x12mm taxus liberte' atom drug eluting stent was advanced to the lesion but could not pass the most proximal stent. A buddy wire was added, but the stent still could not cross the lesion. Resistance was felt and the physician used force and twisted the device in an attempt to get the stent to cross the lesion. The hypotube of the device kinked and it was removed from the patient. The physician attempted to straighten the device and it was reinserted into the patient. The device fractured at the location of the kink, slightly inside of the patient. The device was removed and the procedure was completed with another stent. No patient injuries or complications occurred. Patient status is listed as 'okay.'